Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2412008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The samples were inspected and no defects were observed with the safety mechanisms. It was possible to activate the safety shield by following the instructions for use. Based on the investigation results, an exact cause could not be determined for the reported incident. If the affected sample becomes available of this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough analysis. Each lot produced is tested prior to final release for safety shield activation. The assembly process has an inspections system which inspects all product for proper opening/activation of the safety shield. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd needle eclipse safety shield broke off. The following information was provided by the initial reporter: in a secondary school immunisation session offering yr 9 students meningococcal acwy and diphtheria, tetanus, and polio vaccine. (Two im vaccines into deltoid muscle). I prepared both vaccines as per sop and had gone through all checks with the pupil. I gave the menacwy vaccine and then went to give the dtp vaccine straight after and just before giving the vaccine the pink safety needle cover came off and fell on the floor. I disposed of the blue needle aspect into the sharps bin and replaced with a new safety needle. Immediate actions taken: disposed of unused safety needle in sharps bin. Replaced by new safety needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.